Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735736, version #: (B)(4). The software analysis was completed and determined that the behavior described is the intended behavior of the software. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the system would no longer pull and retrieve exams over the network. The site told the manufacturer representative that the hospital had a power outage and all the systems were down. The power outage was corrected and the system was now functioning as intended. No patient was present at the time of the event. Additional information was received from the manufacturer representative stating that the power outage happened earlier than the reported issue.